Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided reset information for the pump and assisted the caller with the reset process. The issue did not recur after the pump was reset, and the customer was advised to continue using the pump and to call back if any malfunction code recurs.